Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records for both devices did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, it is assessed that the event is related to patien condition. As reported, surgeon used an excesive force due to hard bones of patient. For the second cage the starter awl was used and no issues were found. The investigation found no evidence to indicate device issue. Root cause : patient's condition - hard bones.

Event description:
Roi-a : broken cage during insertion of the cage due hard bone. As reported, upon inserting the first blade into the s1 body, surgeon had to use excessive force as patient bone was harder than previously thought. The impact broke the face of the cage. No effect on patient. It was removed easily and replaced while same size cage but smaller plates. The starter awl was utilized in second cage. No surgery delay was reported. Additional information was received on (B)(6) 2019: patient is fine. X-rays are not available. Surgery was completed by using/opening a 2nd impant. The cage was properly assembled with the holder. Additional information was received on (B)(6) 2019: the starter awl was not used on the first cage.

Event description:
It was reported that during surgery, an roi-a cage fractured when inserting the plate into the implant. A replacement device was utilized to complete the surgery. There were no reported patient impacts. This is report one of two for this complaint.

Manufacturer narrative:
The returned implant was examined. The device had fractured on the face of the implant where the plates are inserted. As reported, the patient had hard bone and a starter awl was not used prior to plate insertion which likely contributed to the implant damage. A review of the DHR did not find any issues which would have contributed to this event. Labeling was reviewed and found to contain adequate instructions. Associated MDR report for plate: 3004788213-2019-00156.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. The review of the device history records is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Product return was requested. Investigation ongoing. Not returned to manufacturer yet.

Event description:
Roi-a : broken cage during insertion of the cage - hard bone. As reported, upon inserting the first blade into the s1 body, surgeon had to use excessive force as patient bone was harder than previously thought. The impact broke the face of the cage. No effect on patient. It was removed easily and replaced while same size cage but smaller plates. The starter awl was utilized in second cage. No surgery delay was reported. Additional information was received on may 20th 2019: patient is fine. X-rays are not available. Surgery was completed by using/opening a 2nd impant. The cage was properly assembled with the holder. Additional information was received on may 21st 2019: the starter awl was not used on the first cage. Product return was requested. Investigation still in progress.